Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro stopped working. The cable was switched out but the device still would not work. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities with the device and minimal signs of usage and blood. Resistance measurements were found to be out of spec. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it would not produce steam or heat. Based upon this, the reported failure "failure to deliver energy" is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).